Manufacturer narrative:
Batch review performed on 03.02.2020: lot 1900377: (B)(4) items manufactured and released on 25-apr-2019. Expiration date: 2024-apr-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 22 days after the primary due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and insert-swap and the surgery was completed successfully.